Manufacturer narrative:
Unit received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. No flickering numbers or display anomalies noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the numbers flicker on the display screen. The customer's blood glucose reading was unknown at the time of incident. No further details provided.